Event description:
Pt has embrace pump. Pump was infusing formula at 29 cc/hr - bag was full, formula well mixed. Pump alarmed "bag empty," pump began priming for at least 10 minutes beeping "priming error." This has happened 4 times where pump has primed for at least 10 minutes on 2 different pts.